Manufacturer narrative:
(B)(4).

Event description:
The patient reported that their device jumped from 10 hertz to 15 hertz. The patient wanted to know more about hertz and was wondering if 2 hertz was the lowest the implantable neurostimulator (ins) could go. It was reviewed that the appropriate hertz setting depended on the patient and how the patient perceived the stimulation. The patient noted that when the stimulation was set at 30 to 60 hertz they didn¿t feel any relief but when they turned it down to 10 to 15 hertz they did feel some relief. Most of the patient¿s pain was in the l2 and l3 area. However, the patient couldn¿t leave it on long because it was too strong in their legs. The patient noted that their stimulation felt more like amplitude than pulse width. This was clarified that the patient went to their doctor on (B)(6) 2016 for their first reprogramming after surgery. The patient had not been getting the right coverage in the right area and they had stimulation in the wrong location. The difference between pulse width and frequency was reviewed with the patient. The patient had been having a lot of headaches and hadn¿t been sleeping. Their head was also ¿wringing¿ from the vibrations and their legs were wobbly. The onset of these symptoms was noted to be sudden and they started on (B)(6) 2016. The patient had not had any falls or trauma from their wobbly legs. They were not getting any relief from their ins. When the patient had the stimulation on low they did not get any symptom relief and when they had stimulation on high it was uncomfortable. 4 days after the implant they got through the anesthesia and pain from the surgery and they noticed increased pain in their lower back so the patient had to get fast acting pain medications from their doctor. The patient was implanted for non-malignant pain. No causes, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the patient stating that they first experienced the date of onset less than one week after surgery. It was noted that the hz were not jumping and said that ¿2-10 (1hz stop), above 10 5hz stops.¿ it was noted that they were working with sales rep. It was noted that the reported issues had not been resolved.